Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the insufficient and/or inappropriate reprocessing by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after reprocessing of the subject device, brown liquid dripped from the subject device. The facility had reprocessed the subject device without connecting a cleaning tube. There was the possibility that the subject device was used to patient. There was no report of patient injury associated with the event.